Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Further analysis revealed that a charge time out occurred on the device. Analysis of the battery revealed no anomalies and normal battery depletion. The cause of the charge timeout remains undetermined. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.

Event description:
Extended charge time on the device was noted. The patient was hospitalized and monitored. The device was explanted and replaced, and the patient was stable with no adverse consequences.